Manufacturer narrative:
The investigation found that an in-house guidewire could not advance through the returned headway microcatheter during functional testing, which is consistent with the alleged product issue. A dislodged lumen coil and damaged ptfe liner was found at the hub joint, which would have resulted in the resistance encountered. The physical evaluation of the device could not identify the exact conditions or circumstances that led to the dislodged coil and damaged ptfe liner, but these conditions are consistent with a deviation in the manufacturing process. A CAPA has been initiated. The findings from the product investigation identified a manufacturing or potential manufacturing issue which has been escalated to quality systems management. A CAPA has been initiated. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.

Event description:
It was reported that syncho standard 014 wouldn¿t go through the hub. Procedure completed as expected. This complaint was originally assessed as non-reportable. However, based on the product evaluation findings, a report is being conservatively based on exposed braid identified within the microcatheter lumen during evaluation.